Manufacturer narrative:
Section d4, g3, h4: correction. Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported pump stoppages. The pump stops were due to a loss of external power to the system controller, indicated by the timestamp resetting during each event. The voltages values captured throughout the log file and during the events appeared to indicate a potential issue with the power module patient cable, which could have contributed to the loss of power. The final 7 days of the log file showed the system operating as intended on both batteries and power module. The customer was advised to exchange the modular cable to address the issue. The distributor reported that the center planned to exchange the cable during the patient¿s next visit, however, it was unclear when this could take place due to covid-19. The patient remains ongoing on vad support and no further issues have been reported. The hmii lvas patient handbook and hmii lvas IFU include sections on alarms and troubleshooting, which contains information regarding system controller alarms and the proper actions associated with them. The patient handbook also contains a section on handling emergencies, which includes pump stops. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient forgot to replace the batteries so a pump stop was recorded while attached to the power module. Log file analysis showed that these pump stops were from low voltages caused by the patient cable having high impedance. When the patient was changing over to batteries, the voltage on the patient cable was not enough to keep the pump running. Related MFR #: 2916596-2020-02264.